Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -08.50/+1.5/148 (sphere / cylinder / axis), in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vaulting. The lens was replaced with a longer lens but the problem was not resolved. See MFR. Report#: 2023826-2023-03103 for replacement lens. The cause of the event was unknown.

Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. H6 - work order search: no similar complaint was reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on product. Visual inspection found the haptic broken and bent. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).